Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model wd440 (made by wassenburg) with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report. 1st time: - all channels: stenotrophomonas maltophilia(the number of microbes are unknown), escherichia coli(the number of microbes are unknown). 2nd time: - elevator channel: stenotrophomonas maltophilia(220 cfu/channel). - suction channel: stenotrophomonas maltophilia(180 cfu/channel), enterobacteria(2 cfu/channel). - air/water channel: stenotrophomonas maltophilia(28 cfu/channel), saprophytic bacteria(1 cfu/channel).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument, the suction, the air/water and the elevator channels of this device. Therefore, it cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".